Manufacturer narrative:
The device was returned to olympus for evaluation. An error message u509 ultrasonic was displayed when a probe check was performed. A hairline crack on the probe unit was observed. Based on visual inspection on the device there were some tissue build up. The teflon pad was inspected and found it has normal wear, no metal exposed, no abnormality. Based on similar reported events, the most probable cause for the crack on the probe is attributed to the probe coming into contact with a hard or metallic surface during activation. The instruction manual contains several warning statements in an effort to prevent damage to the probe. ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad.¿

Event description:
Olympus was informed that during a total laparoscopic hysterectomy procedure a probe damage error was displayed. The procedure was completed using a similar device. The patient experienced minimal bleeding but did not require additional action to control the bleeding. No medical or surgical intervention provided to the patient. The device was inspected prior to use and no abnormalities were observed. There was no patient injury reported.